Event description:
During service, a flo-gard infusion pump was found to have a fuse blown/damaged. This was not reported by the customer. There was not patient involvement; therefore, no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of damaged fuse was unable to be determined with the provided information. To correct the condition, the fuse was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.